Event description:
After silicone gel-filled breast implants, I started getting sick with joint pain, muscle soreness, headaches, weight gain, shortness of breath, chronic fatigue, fibromyalgia, anxiety, depression, night sweats. Irritable bowel syndrome, brain fog, memory loss. Sharp pains in breast, insomnia.